Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The 25+ gauge (ga) probe manifold was returned and visually inspected. The top housing and the chip of the black radio frequency identification (rfid) connector detached. The housing is assembled at the supplier manufacturer for this part. The root cause of the customer¿s complaint is an error that occurred during the assembly supplier¿s process for this part. Quality engineering materials has notified the supplier manufacturer of this complaint issue per procedure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the black connector on the vitrectomy probe side, which is connected to the its body, disassembled during a procedure. The procedure was completed after replacing the product. There was no harm to the patient.